Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased impedances from 927 ohms at implant, up to 1,510 ohms. It was noted that impedances had varied from 1,270 to 1,320 ohms; however, there were no episodes of noise stored in the arrhythmia logbook. Measurements were taken in unipolar configuration which resulted in impedances of 1,100 ohms. Boston scientific technical services (ts) recommended turning on the lead safety switch feature and continued monitoring of the lead. It was noted that the patient follow-ups would be increased to every 3 months. No adverse patient effects were reported.